Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Customer reported that the d4240, ergo 2-button shaver handpiece was being used during an acl procedure on (B)(6) 2023 and that ¿it¿s heating up and when connected to the machine it¿s not working" and that the ¿acl reconstruction shaver stopped¿. The procedure was completed using another competitor device with a 20 minute delay. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Evaluation of the device found moisture in the unit from seal failure, motor ¿ seized, and body ¿ damaged. Preventative maintenance is overdue. Preventative maintenance was completed on this repair order. Repair/evaluation completed. Final test completed and met all specifications. The service history was reviewed, and no prior data was found. A device history record review was not conducted as the device has been in the field greater than 12 months. A two-year review of complaint history revealed there has been a total of 17 reports, regarding 17 devices, for this device family and failure mode. During this same time frame 2,984 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.006. Per the instructions for use, the user is advised the following: failure to follow the specified service interval could result in reduced instrument performance or overheating of the handpiece. Overheating can lead to possible burn injury to the patient or medical personnel. Rotation of handpiece usage per day will assist with proper performance. Prior to each use, perform the following: ensure all accessories are correctly and completely attached. Perform the required preoperative functional tests for the equipment and accessories. Run the handpiece for less than 5 seconds at a speed less than 1500 rpm to observe any abnormal noises, vibrations or heat rise. Continually check handpiece for overheating. If overheating is sensed, immediately discontinue use and return equipment for service. Overheating of the blade or bur may cause damage to the blade or bur and may cause burns or thermal necrosis. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Customer reported that the d4240, ergo 2-button shaver handpiece was being used during an acl procedure on (B)(6) 2023 and that ¿it¿s heating up and when connected to the machine it¿s not working" and that the ¿acl reconstruction shaver stopped¿. The procedure was completed using another competitor device with a 20 minute delay. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.